Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had a failed drawer on both the main 3-2 and auxiliary 4-1 units, with cubies not being displayed. A field service engineer removed and reseated the row board cables and the pyxibus connections. The field service engineer then ran the hardware test application, opened all cubies, and popped them to verify functionality. The drawer then displayed the cubies and became functional. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawers 4.1 and main 3.2 were failed and not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.